Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connection was tightened and the power switch connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the stenoscope system power switch would intermittently shut off during a case. No patient injury was reported.